Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error after customer had magnetic resonance imaging done. Customer tried to clear the alarm but it prompted him to rewind but unable to complete the process. Customer's blood glucose was unknown. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip and minor scratches on display window noted during visual inspection. The insulin pump alarmed motor error during rewind due to out of phase motor encoder signal. The insulin pump was unable to perform displacement test due to motor error alarms.